Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the atrial lead exhibited a failure to capture. No intervention was performed and there were no patient consequences.